Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that the device did not seal. Prior to the procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete seal and deployed device diameter of 22.0 mm. There were no complications that were reported to have occurred. On (B)(6) 2023, the patient came in for their three-month follow-up procedure. Computed tomography (CT) assessment revealed a left ventricular ejection fraction of 51 percent and an incomplete laa seal with a jet size of 7 mm with no evidence of thrombus on the atrial facing surface of the closure device or left atrium. There were no other consequences that were reported to have occurred.

Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that the device did not seal. Prior to the procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete seal and deployed device diameter of 22.0 mm. There were no complications that were reported to have occurred. On (B)(6) 2023, the patient came in for their three-month follow-up procedure. Computed tomography (CT) assessment revealed a left ventricular ejection fraction of 51 percent and an incomplete laa seal with a jet size of 7 mm with no evidence of thrombus on the atrial facing surface of the closure device or left atrium. There were no other consequences that were reported to have occurred. It was further reported that on (B)(6) 2023, the patient presented for their 12-month laa imaging and CT assessment. The follow-up revealed a left ventricular ejection fraction of 50 percent with a non-mobile thrombus with maximum area of 4 cm2 in the left atrium and a 4mm residual jet around the device. No treatment or intervention was performed in response to this event.

Manufacturer narrative:
B5: describe event or problem updated. H6: patient code update.